Event description:
It was reported that the 6800 system had no image on the left monitor and would not boot up completely prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards in the workstation were re-seated during the svc call. The system was tested and found to be working as intended, and put back into svc.